Manufacturer narrative:
It was reported that when the tech deployed it the fitting came off from the catheter, but manually pull the blue catheter back to deploy the device. As a result of analysis of returned device, outer sheath was detached and stent was not returned. The kinked mark was observed on stent loaded part of outer sheath. Also, kinked marks were observed at the front of the yellow marker and middle part of inner sheath. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. It can be hard to deploy due to pressure generated depending on patient's lesion. It can cause deployment failure if deployment was tried by force in this situation since outer sheath can be stretched and detached. However, it is hard to identify the exact root cause because it is hard to reconstruct the situation at the time of procedure. Based on the detached outer sheath, and the kinked marks on the stent loaded part, it is considered that delivery system was pressured due to patient's lesion during procedure and deployment was tried in that situation. It was hard to deploy due to pressure of patient's lesion, and the force was concentrated on the sheath, and the kinking has occurred. Therefore, it seems that the strong resistance occurred and the outer sheath was detached in the end, resulted in deployment failure. This complaint is assumed that it was malfunction for device due to pressure of patient's lesion, there will be continued to monitor the same or similar customer complaints.

Event description:
Physician could position the device when going to deploy stent. However, when the tech deployed it and pulling back on the white fitting where the locking mechanism is on the stent, there was a big pop and the fitting came off from the catheter. To deploy the stent, manually pull the blue catheter back to deploy the device because of the fitting broken. The stent is implanted in the patient and the deployment system is available for return.